Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2021, while inserting a screw into the patient with polyaxial driver for expedium, the most distal part of the driver that engages with the recess in the shaft of the screw sheered off in the shaft of the screw. It was left in the patient and the driver was no longer operational. There is no plan to remove the fragment from the patient. It is lodged in the recessed head of the shaft of the screw and secured by a rod and locking nut. There was no surgical delay. Procedure was successfully completed. Concomitant device reported: screw (part# unknown, lot# unknown, quantity unknown), rods (part# unknown, lot# unknown, quantity unknown), setscrew (part# unknown, lot# unknown, quantity unknown). This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number 0310mi was released in a single batch. Batch1: lot qty of (B)(4) units were released on april 27, 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the xpdm quick-con si poly scwdrvr (part #: 279712400 and lot #: 0310mi) was received at us customer quality (cq). The distal tip of the device was broken and the broken pieces were not returned. No other defects were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: since the distal tip has completely broken off, shaft diameter just proximal to breakage was measured. Specified dimensions: shaft diameter = 3.92 mm +/- 0.03 mm. Measured dimensions: shaft diameter =conforming. Device(s) used: ca215p. Document/specification review: the current and manufactured revisions were reviewed. Complaint confirmed? Yes. Conclusion: the complaint was confirmed as the tip of the device was broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.